Manufacturer narrative:
Qc was within range. Instrument testing was performed. The customer's clotting time of 5 minutes for the sample is very short. This can lead to incomplete coagulation which impacts sample quality. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ua2 uric acid ver.2 (ua2) on a cobas integra 400 plus. The initial result was 8.59 mg/dl. This result was reported outside of the laboratory. The patient was treated with 300 mg of allopurinol. On (B)(6) 2019 a new sample was obtained and the result was 0.91 mg/dl. The allopurinol treatment was stopped. The patient was not harmed due to the allopurinol. No adverse event occurred due to the device. On (B)(6) 2019 the original sample was repeated with a result of 1.67 mg/dl. The ua2 reagent lot number was 354635 with an expiration date of 31-jul-2019.